Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in peritonitis. Which resulted in peritonitis manifested by cloudy fluid. The breach in aseptic technique was further described as unsterile procedure. A day after the event onset, the patient was hospitalized. The patient was treated with vancomycin injection (1g, once in 3\three days, ongoing, route not reported) and fortum injection (1g started dose, discontinued which was followed by 250mg each bag, ongoing, frequency not reported) and heparin injection (1000u each bags, discontinued, frequency not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was reported that the patient has been retrained on the proper aseptic technique. No additional information is available.